Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2008-01231 and 9616099-2008-01232. Additional information will be submitted upon 30 days of receipt.

Event description:
Five days post index procedure, the patient complained of chest pain in the hospital. St elevation was observed. Coronary angiography was done and thrombus was observed in all the cypher and taxus stents implanted. To treat the thrombus aspiration and balloon angioplasty were conducted. Percutaneous cardiopulmonary support was also conducted. The patient was admitted into the hospital for an elective case in 2008. The first target lesion was a de novo, concentric, bifurcated, calcified, type c, flexion lesion located in the proximal to mid left anterior descending. The lesion length was 40mm and the vessel diameter was 3.5mm. The second target lesion was a de novo, concentric, bifurcated, calcified, type b2, flexion lesion located in the 1st diagonal. The lesion length was 5mm and the vessel diameter was 2.5mm. The left anterior descending lesion was pre-dilated with a balloon at 16atm for 30 seconds. A 3.0 x 28mm taxus stent was implanted at 10 atm for 30 seconds, then a 3.5 x 8mm cypher was implanted at 10atm for 30 seconds proximal to the first taxus and finally a 3.5 x 18mm cypher stent was implanted at 15 atm for 30 seconds proximal to the first cypher. The three stents were overlapping. It was noted that the taxus stent was under-dilated. The lesion was post-dilated with one balloon at 18 atm for 30 seconds and then with another balloon at 15atm for 30 seconds. Ivus was conducted and the residual % of stenosis was 0. The 1st diagonal lesion was pre-dilated with a balloon at 14 atm for 30 seconds. A 2.5 x 8mm taxus stent was implanted at 14atm for 30 seconds by t-stenting. The lesion was not post-dilated. Ivus was conducted and the residual % of stenosis was 0. Per the physician, the thrombotic event was possibly caused by the patient's diabetes not being well controlled and by the under dilation of the first taxus stent implanted. Pre-procedure medications include aspirin and clopidogrel. Intra procedure medications include heparin. Post-procedure medications include aspirin and clopidogrel.